Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and histories were accurate. The customer also stated that she bolused and the glucose level did not come down.